Manufacturer narrative:
The reported event of inappropriate shock and interrogation problem were not confirmed. As received the device was in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Electrical and functional bench testing was performed, and the device functioned as expected with no anomalies noted. A longevity assessment indicated normal battery depletion consistent with usage.

Event description:
It was reported that the patient sustained excruciating pain and pressure in her head and chest. The device had delivered multiple shocks. The patient was hospitalized, and the medical staff had difficulty interrogating the device. The physicians could not detect or replicate the event. The device was explanted and replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. No device problem found.